Event description:
Rec'd 4/20/98: the pt was being infused through the mcgaw i.v. Set with saline from a mcgaw fluid bag. The pt suffered a reaction. No further info was supplied. Rec'd medwatch report on 5/13/98 from user facility stating: "pt spiked d51/2 n.s. 1000ml bag, primed tubing and started infusion. Within a few seconds experienced difficulty breathing, and developed redness all over body. Husband, who is a physician, stopped infusion and administered benadryl 50mg via injection. He called 911 and within 20 min, the pt felt better.